Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed one used cxi-2.6-18-150-p-ns-ang device was returned for investigation. The device was 150.4cm in overall length. There were compressed segments measuring 4mm and 17mm from the distal tip. During the functional test, an attempt to pass a .018 wire through the catheter was made. There was no resistance at the distal tip and the wire guide did not go through the catheter shaft. The device was inspected under a camera with magnification. No holes were present, only non-sharp kinks. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that the subassembly lot for the cxi assembly contain several nonconformances. However, all of those nonconformances were scrapped and not replaced prior to order completion. A systems search confirmed that there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, testing/validation, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states ¿upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this complaint could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure, a hole was discovered on a cxi support catheter. While loading the catheter onto an unknown wire guide, the wire advanced through a hole in the side of the catheter 1 centimeter from the distal tip. Despite the hole, it was reported that the procedure was completed successfully. There has been no report that any part of the device remained in the patient's body or that the patient required any additional procedures due to this event. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.